Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient's father reported that the patient's blood glucose level is always high, like the patient is not wearing a pump. Insulin is not administered properly. The patient's father believes the cartridge leaked insulin into the cartridge compartment of the infusion device, however, the father has not seen insulin leakage.